Event description:
When inserting the device, the nurse found blood leakage at the bottom of the catheter. When withdrawing the needle, she found the catheter broken. The nurse pulled out the catheter with her fingers. No harm to the pt.

Manufacturer narrative:
The sample was rec'd for eval on 11 april 2007 and sent to the sterilizer for decontamination. The incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.